Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the alarm history revealed consecutive records of call service alarms (054/052/012) on (B)(4) 2015. There were no records of activity outside of normal use in the black box data. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, the pump was exercised for 24 hours without errors, alarms or warnings. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specification and delivering accurately. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad.